Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated there was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that stylet was not returned. Using a stylet sample to perform stylet insertion test. Stylet went through the pin and could not go any further at distance 40.5 cm. Destructive analysis was performed and dried blood obstruct in coil lumen was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure placement difficulties were encountered as it was not possible to insert another stylet in the pacing lead when the previous stylet was removed. Post operatively the lead was explanted and replaced. No patient complications have been reported as a result of this event.